Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 5 cm abdominal aortic aneurysm. It was reported that a recent CT demonstrated that the patient has disease progression and aortic neck angulation. The patient's aortic neck changes from 20 mm to 24 mm in diameter. It was reported 8 years post stent graft implant the CT revealed the stent graft has migrated distally 20 mm, with type iii endoleak, separation of the bifurcated stent graft from the aortic cuff. The physician elected to place three aneurx aortic cuffs, the migration and the endoleaks were resolved. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
(Secondary intervention). Evaluation: results - (migration, endoleak), (disease progression with aortic neck dilatation). Conclusions - (disease progression with aortic neck dilatation).